Manufacturer narrative:
(B)(4). Following confirmation of resolution, this event will be further updated.

Event description:
Boston scientific received information that the patient with this system received an inappropriate shock. Data was later reviewed by technical services and a higher than expected shock impedance measurement was associated with the internal shock. Furthermore, case was suggestive of a potential system migration anomaly. It was recommended that further system assessment should be performed to ensure appropriate operation. At this time, no intervention has been performed and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4); follow up with the field representative confirmed no system changes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system received an inappropriate shock. Data was later reviewed by technical services and a higher than expected shock impedance measurement was associated with the internal shock. Furthermore, case was suggestive of a potential system migration anomaly. It was recommended that further system assessment should be performed to ensure appropriate operation. At this time, no intervention has been performed and no adverse patient effects were reported.